Manufacturer narrative:
No missing segment or display anomaly noted. However, device had unresponsive buttons due to flattened act button dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error, no delivery, low battery alarms or back light anomaly due to unresponsive button. Motor passed motor test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that the insulin pump had motor error and screen was hard to see. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported the insulin pump received diminished battery alert and no insulin delivery alarm and backlight very dim. The insulin pump will not be returned for analysis.